Manufacturer narrative:
Upon further evaluation, it has been determined that the reported failure mode does not meet the criteria to be classified as a complaint. Reportability was reassessed on march 13, 2025. On october 31, 2024 the safety review team (including the vp of medical affairs) established that flow rate failures +5% to + 15% would not lead to the harm of a patient. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concludes that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference complaint #: (B)(4).

Event description:
On 08/23/2024, znyo medical received a report from the customer that the pump was due for flowrate volume calibration, and it was needing the hex file for calibration. No patient injury/harm reported.

Manufacturer narrative:
There are no complaints on the device related to the issue. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by a third-party service provider where it was detected the pump's performance fell outside the acceptable range. Following this discovery, the end user requested a hex file to recalibrate the pump. As a result, it is determined that the device does not need to be returned for further evaluation, given that the recalibration has successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #: (B)(4).